Manufacturer narrative:
Product event summary: an image file and the 990063-020 mapping catheter with lot number 229553856 were returned and analyzed. The image showed a mapping catheter with shaft and introducer broken. Visual inspection was performed. The loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. The pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. The electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. The shaft was broken approximately 1.7 inches from the lemo connector. Inspection also identified a broken wire at the broken shaft area. The introducer was broken at the proximal end. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the reported kink issue was confirmed through testing as a broken shaft and the mapping catheter failed the returned product inspection due to a broken shaft, broken electrode wire, and broken introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the root of the mapping catheter introducer was kinked and broken. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.